Event description:
Complainant alleged that the medics were monitoring a pt during a routine transport transferring the pt, when the device shut down. The device was being powered by an inverter on the transport vehicle when the malfunction occurred. The medic then turned the device on/off and it functioned appropriately during the remainder of the pt transport. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that subsequent to the event the facility was unable to duplicate the reported problem.